Event description:
As reported by the user facility: the tubing separated at the upper y site joint during the administration of tpn through a central line. The child did bleed from the central line, amount of blood loss unknown. No additional information was provided by the facility after serveral attempts were made.

Manufacturer narrative:
The actual device is not available for the manufacturer to evaluate. Voice mails were left for the risk manager on 8/28/06, 8/31/06, and 8/5/06, requesting additional information, and the availability of the sample. No response was received. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.